Manufacturer narrative:
Customer complaint is confirmed. The alarm logs were reviewed and alarm n58 was observed. After pump was charged for 16h pump alarm depleted battery after 1h and device always reset. The probable cause is the battery.

Event description:
The incident involved a plum 360 infusion pump. As per report, a new battery was installed (B)(6) 2023. The battery failed on a patient (B)(6) 2023. Reporter noticed that one pump was randomly turning off. The pump did not make any sounds when turning off. The patient's blood pressure medication was maxed out but was caught quick enough that it didn't affect patient's blood pressure. When the same pump was restarted, the pump kept attempting to start up multiple times but never did. Reporter was able to switch the medication to new pump with no ill side effects to patient. Customer noted that battery had liquid pooling on the top. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1: full name of facility is (B)(6) hospital.